Manufacturer narrative:
This report is being supplemented to provide additional information based on evaluation and the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
To date, the device has not been returned to olympus for evaluation. Troubleshooting onsite with an olympus technician included the following; the complete video (cv) 190 was in full normal operation without any defects. The tubes the customer was using were model cv 170 not cv 190. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the video system center had the error code b30 at installation. There was no patient involvement.